Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia revision njr number: (B)(4) side:l primary asa: p2 - mild disease not incapacitating